Event description:
Additional information received indicated low pacing impedance also occurred on the rv lead. Lead insulation damage was suspected, however, diagnostic imaging did not show any lead abnormalities. The cardiac physiologist also noted at a past follow-up, the rv lead was observed to be under tension due to a device migration. No further intervention was performed at this time. The patient was in stable condition.

Event description:
During an in-clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.